Event description:
It was reported that during a permanent implant, the physician experienced a csf leak. The procedure was aborted and nothing was implanted. The patient didn't have any symptoms and a blood patch was performed to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.